Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent following device evaluation if the device is received.

Event description:
It was reported that at the end of an electrophysiology study with possible dual chamber internal cardiac defibrillator placement, as the device was being removed it was noticed that the distal shaft of the device was fractured. There was no patient injury. Photographs of the device were received showing a fracture at the distal tip, proximal to the electrode.

Manufacturer narrative:
Final device investigation found that the device was returned with a cut in the grey shaft, at an angle, about six centimeters from the distal tip with the internal wiring exposed. The wires were not severed. No part of the device was detached. The device was function tested, and the shaft could not maintain its curve. The device was then electrically tested and passed both the continuity and isolation tests. As each device is visually inspected for defects and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.